Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm seguin annuloplasty ring was selected for implant. The annular dimension was 40mm. The ring was implanted. However, post-operative echocardiogram showed distorted annulus with moderate/severe regurgitation. The cause of the distorted annulus was reported as "relatively small size annuloplasty ring was used to increase the coaptation. This lead to distortion of annulus." Subsequently, the ring was explanted and the valve was repaired with sutures. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that following implantation of the ring, echocardiography demonstrated a distorted annulus and moderate to severe regurgitation, attributed to an undersized ring intended to increase leaflet coaptation. A returned-device assessment could not be performed because the original shelf box was received empty, with no device inside. The device history record was reviewed and confirmed that all manufacturing and inspection steps were completed and the product met specifications. Based on the available information, the reported event appears consistent with potential mis-sizing; however, this cannot be conclusively determined. There is no indication of a manufacturing, design, or labeling-related quality issue.

Event description:
N/a